Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient woke this a.m. To a pump with no power; had just changed the battery and battery cap about 2 weeks ago customer support (cs) review of pump history shows record low battery and low cartridge alarms emitted on 02/28/2014 but the patient did not receive a replace battery alarm. Cs instructed patient to come off pump and use alternate form of insulin delivery until replacement pump arrives as pump did not give a replace battery alarm after the low battery alarm. This complaint is being reported as the pump failed to emit the replace battery alarm.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings no defect was found; unable to duplicate the complaint. Review of the alarm history shows low battery warning on (B)(6) 2014 15:07; followed by replace battery alarm on (B)(6) 2014 23:19. A¿low battery¿ warning and a ¿replace battery¿ alarm were reproduced on the bench for the investigation. Both occurred at the correct voltage thresholds. Both recorded in pump history with the correct time and in correct order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.